Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. An external/internal inspection was performed and passed. The assignable cause for the rite - earth leakage current failed performance spec was determined to be caused by malfunctioning pump assembly. The device was sent to service with instructions to scrap the door piston and pump assemblies.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. There was no patient involvement.